Manufacturer narrative:
This report is for an unknown cannulated screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: casals r, duran m (2002), rupture of a cannulated ao cancellous bone screw after fixation of a femoral epiphysis, rev ortop traumatol, volume 3, page 263-266, (united kingdom) . This study reports a case of a patient in which the treatment of a femoral epiphysiolysis with an ao cannulated cancellous screw, progressed to breakage of the screw and progression of the slippage. This is a case report on a white, obese ((B)(6) kg), (B)(6) months old, male, patient who presented with pain in his left hip for the past 24 hours, after a fall while ice skating. The patient walked with a minimal limp, and the imaging study at that moment showed nothing abnormal. He was discharged with the diagnosis of a "hip sprain". In the last 2 months he had suffered 2 spontaneous episodes of hip pain which had subsided the next day. 10 days later, patient returned with a complaint of persistent hip pain. The x-rays obtained showed a grade iii femoral epiphysis. The hip was then fixed using an unknown ao cancellous screw. The next morning, the patient underwent surgery with a minimum reduction (to avoid further vascular damage to the head). 2 weeks later, the patient visited for follow-up and to remove the stitches. His x-rays were satisfactory. He was completely asymptomatic and was given his next appointment in 6 weeks. He was advised to continue using crutches, with a partial weight bearing technique during that period. 2 months after the operation, the patient once again visited for follow-up visit in which he remained painless and was allowed to walk without crutches, swim, and ride a bicycle, but not to run, jump, or practice any contact sport. At 5 months, the patient was limping on his check-up but he claimed to suffer virtually no pain. He could not remember the exact moment when he started limping. An x-ray was taken that showed that the material had broken, and the epiphysis was even more displaced than at the beginning. The patient was referred to a hospital of pediatric surgery where it was decided that trying rescue surgery on the screw was not recommended, so the decision was made to maintain a conservative and waiting attitude. This report is for the unknown ao cancellous screw. This is report 1 of 1 for complaint (B)(4).